Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen) test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained results of 222mg/dl. The expected fasting blood glucose test result range is 77-180mg/dl or undisclosed. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date is within the month of 10/2017. The meter memory was reviewed for previous test result history: (B)(6). Customer is concerned with erratic results. Results have variances of 78 points. Customer says she opened this container a few weeks ago. Customer is using proper technique but says she has been using alcohol wipes. Advised customer to wash with soap and water and to make sure hands are completely dry. Customer is storing test strips in the kitchen. Advised customer of proper storage.

Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen) test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained results of 222mg/dl. The expected fasting blood glucose test result range is 77-180mg/dl or undisclosed. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date is within the month of 10/2017. The meter memory was reviewed for previous test result history: (B)(6). Customer is concerned with erratic results. Results have variances of 78 points. Customer says she opened this container a few weeks ago. Customer is using proper technique but says she has been using alcohol wipes. Advised customer to wash with soap and water and to make sure hands are completely dry. Customer is storing test strips in the kitchen. Advised customer of proper storage.